Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: a complete shut-down would be an indication that the device ran out of electrical energy. The primary energy source for operating the device is mains supply but the unit is also equipped with an internal battery that covers mains power losses at least for a certain period. If the postulation of loss of energy supply is correct, the issue cannot have occurred in single fault conditions. Mains power may have become lost due to infrastructure issues or component malfunction/overheating in the power supply or even intended disconnection from mains for patient transport. But a shut-down will only occur when the device was put into operation with a worn internal battery or when the device was operated on battery supply until the latter was depleted. The reportedly observed shutdown may also have been a reboot instead. A differentiation is not possible due to lack of information. The device posts an alarm when it changes to battery operation. Depletion alarms will be posted when the residual capacity underruns 20% and 10%. At full loss of energy, the device posts a power loss alarm via a buzzer for at least 2 minutes - this buzzer is powered by an independent power source. Further conclusions cannot be derived from the report. The device is nearly five years old; the status of preventive maintenance (e.g. Internal battery) is not known to dräger. It is recommended to have the device checked by authorized personnel and repaired if needed.

Event description:
It was reported in an ufr to drager that the device suddenly shut down during a running ventilation episode. The patient was reportedly connected to another device; no health consequences were resulting from the event.